Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump buttons were less responsive and they had to push twice sometimes. Insulin pump not holding battery charge as long as when first got it, bottom of battery cap was damaged and they had to bend it in order to make it stay there. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.